Manufacturer narrative:
Testing and investigation is complete. The device was not received. The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 450235h, 461675h, and 70145h. Hospira has completed a formal investigation to address this issue. According to investigation findings, the probable cause is related to design of male/female adapter (semi-rigid) since the design not being robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi rigid design itself. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the clave secondary port. It was reported prior to pt use, when the package was opened, it was reported that the clave secondary port on the cassette of the tubing set was noted to be broken off. There was no reported adverse effect or delay of therapy to any pt. No medical interventions were required. No additional info was provided.